Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet pump¿s screen bezel delaminated, consistent with a loss or failure of bonding of the display, and the user temporarily secured the pump with a hair tie; blood glucose was reported unaffected and the screen remained usable. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem affecting the bonded display assembly, consistent with a bonding failure at the display component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.